Event description:
An olympus representative reported to olympus, on behalf of the customer, the visera 4k uhd xenon light source had an e214 spare lamp error during preparation for use prior to an unknown procedure. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. Upon inspection testing of the returned device, the user's request was not confirmed. It was discovered, there was a worn socket slider switch which caused intermittent use of high intensity mode. The investigation is ongoing. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the e214 spare lamp error could not be determined as the issue was not reproduced. Olympus will continue to monitor field performance for this device.